Manufacturer narrative:
Customer assistance was provided via phone. After customer rebooted the software, the issue resolved. Insufficient info to determine the root cause. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports a loss of eyetracker image on the user screen. No pt harm reported and no add'l info was provided.